Event description:
It was reported that during a procedure to stent the sma for stenosis, using a 7f sheath, the physician advanced to the ostium of the artery with a 3mmx260cm wire across the lesion. He then advanced the stent to just outside the sheath to the origin of the stenosis. The stent would not cross the lesion, even after several tries. He tried to remove the device which would not come back, as it had caught on the lip of the sheath. This pulled the stent of the balloon leaving the stent free floating on the wire. He then removed the stent using a snare and pulling everything back into the sheath to remove. The procedure was completed with another stent. The pt is doing fine at this time.

Manufacturer narrative:
The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk.